Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 12.6mm micl12.6 implantable collamer lens, -16.0 diopter, tore upon insertion, when advancing from the cartridge. There was patient contact. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.